Event description:
Source: (B)(6). The abbott generator was implanted on (B)(6) 2025. Last (B)(6) I attempted to have an MRI. The device wouldn't go into MRI mode so the MRI technician couldn't perform the MRI. When contacted the abbott rep stated they are aware and are "working on it". Today I'm still unable to get an MRI and the rep is stating there's nothing they can do about it. This needs to be reported. The lot number if needed is 20322010. / product details: abbott eterna implantable pulse generator model 32400.